Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a blank display. Customer stated that the insulin pump was exposed to steam from the shower. Troubleshooting was performed and the display did not return despite battery changes and troubleshooting. Customer mentioned crack in the battery lip. Customer's blood glucose reading was noted to be unknown. Advised customer to revert to a back up plan and the device is being returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded lcd board. Unable to perform the self-test, error test, displacement test rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify the operating currents or verify audio/beep, button keypad anomaly, low battery alarm or any alarm due to blank display. No damage/moisture on keypad trace noted. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.